Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was investigated. As received, the monitor was able to successfully perform ECG acquisition and deliver five full energy pulses. However, upon evaluation, there was corrosion on the u6, u20, r23, and d25 components and thermal damage to the r101, d17 components on the computer / analog (ca) board. The cause of the reported inability to complete testing is the corrosion. The root cause of the corrosion is liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.